Event description:
Report of "possible rotor malfunction" received with device returned to MFR for analysis. Follow up with hcp revealed that a rotor test was not done on the pump. The pt presented with severe morphine withdrawal symptoms and had to be hospitalized. Oral narcotics were provided to control the symptoms. A pump volume discrepancy was noted which supported the conclusion of "possible rotor malfunction" the pump was replaced and the pt is doing well with the new pump. The pt suffered no sequella from the event.